Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer called stating brush head became loose and was not fixed. No injury was reported

Manufacturer narrative:
20-jul-2018 product investigation results: reporter returned product on 24-may-2018. Product identified to be oral-b power oral care refills kids on 03-jul-2018. Product return was received and investigated. Investigation results showed that complaint was caused by a breakage due to an effect of force because of consumer handling.

Event description:
Consumer called stating brush head became loose and was not fixed. No injury was reported.